Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus and cursor were not aligned and the overlay/xy board were therefore reseated and the stylus recalibrated. It was noted that the stylus/cursor stayed calibrated even after opening and closing the programmer several times. The hard drive was reconfigured, the software reloaded and updated and the programmer passed its functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not directly going where the stylus is pointing. The stylus was changed out for a new one, but the stylus still would not line up. The programmer was returned for service. No patient complications have been reported as a result of this event.